Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, r knee revision due to infection. Washout performed and insert replaced with another of the same size. Primary usage could not be traced. C24-245 australia.